Event description:
Approximately four years and five months after a transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra valve, the patient underwent a valve-in-valve procedure. The reason for the reintervention was not reported. Follow-up attempts are ongoing to obtain additional information regarding the event.

Manufacturer narrative:
The investigation is ongoing.